Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench, and the output anomaly was observed. The anomaly was lost with further testing. The cause of the output anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, high out of range, high voltage lead impedance was observed on the left ventricular channel. The lead was disconnected, cleaned and reinserted with the same result. Upon retesting the lead, no electrical anomalies were observed. It was confirm that the issue was on the device. A connection issue was observed, causing failure to capture, failure to sense and the high impedance. The device was explanted and replaced. The procedure was successfully concluded and the patient is doing well.